Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a ve ablation procedure, communication issues resulted in cancellation of the procedure. The amplifier would not communicate with the dws, a message displayed stating cannot connect to amplifier. Troubleshooting included rebooting the amplifier. Disconnecting all connections on the front of the amplifier and rebooting the amplifier again. Turning off the amplifier, rebooting the dws, and turning the amplifier back on. These steps were repeated with a spare fiber optic wired into the lab. A new fiber optic that was not wired into the lab was used and these steps were repeated again. The fiber optic converter dongles were swapped out and the steps were all repeated. The issue was not resolved so the procedure was cancelled. There were no adverse consequences for the patient. The procedure has been rescheduled for the patient.